Event description:
It was reported that the insulin pump had numbers that were ramping and that the device alarmed button error. The blood glucose reading was 220 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. No numbers ramping up noted. Insulin pump had minor scratches on lcd window, cracked display window corner and cracked reservoir tube lip.